Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low blood glucose while using the device, with readings of 74 mg/dl and an earlier 64 mg/dl, felt shaky, self-treated with oral carbohydrates (sugary yogurt), and began pausing the system and reducing or omitting meal announcements due to fear of additional lows, which represents a use-of-device problem with no specific component identified. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no lasting health consequences and the need for unexpected medication intervention in the form of oral glucose. Troubleshooting and education were provided to address pausing behavior and meal announcement usage. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.